Manufacturer narrative:
The technician replaced the side rail center arm assembly to resolve the issue.

Event description:
The technician alleged the side rail was hanging and will not raise to latch. No pt impact.